Manufacturer narrative:
H3 other text : on-site evaluation cancelled; no response received for further information.

Event description:
It has been reported to philips that the system produced an error message of ¿shutters not available¿. There was no reported patient or user harm. Philips has attempted to obtain additional information regarding the event. To date, no further information has been received. No on-site or remote analysis of the system was performed by philips. The device failed to work as expected by the customer. Because of this, we are considering this to be a malfunction of insufficient information / cause unknown.